Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A previous review of the device history records for the 1967620 lot code did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 1951106 lot code found one manufacturing deviation. It was confirmed that it should have had no effect on the reported complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/29/15-pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2012 for infection and all implants were removed and spacers were placed. Infection wasn't alleged in the litigation. Patient was reimplanted on (B)(6) 2012 with competitor products. No labs were provided for the alleged high metal ions. The stem is now being reported. The complaint was updated on:6/24/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.